Event description:
It was reported that the patient with right atrial (ra) lead had exhibited infection. Reportedly, the patient had a blood disease that cause atrial fibrillation and infection. The patient asked how to return the communicator. The technical service (ts) advised the patient to recycle the communicator. As of this time, the ICD remains in service, the right ventricular (rv) lead was explanted, and the right atrial (ra) lead and an implantable lead were capped. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).